Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. Microscopic visual inspection of the infusion catheter I(c) showed cracking on the drug luer and coolant luer. The device was tested for leaking, and it was noticed that the device leaked water from the coolant port. The syringe was unable to be attached to the drug port because it was severely broken. The reported events of cracked luers and leaking was confirmed.

Event description:
It was reported that both the drug and coolant ports were broken and leaking during ekos therapy. Two ekos endovascular devices, 106x12cm were selected for use in the bilateral thrombectomy procedure. The ekos devices were placed without issue and the patient was transferred to the intensive care unit (ICU). Once in the ICU, it was observed that both the drug and coolant ports of both ekos infusion catheters were damaged and leaking. The patient was returned to the catheterization lab and both ekos devices were exchanged for non-boston scientific infusion catheters. The procedure was completed, and there were no reported patient complications.

Event description:
It was reported that both the drug and coolant ports were broken and leaking during ekos therapy. Two ekos endovascular devices, 106x12cm were selected for use in the bilateral thrombectomy procedure. The ekos devices were placed without issue and the patient was transferred to the intensive care unit (ICU). Once in the ICU, it was observed that both the drug and coolant ports of both ekos infusion catheters were damaged and leaking. The patient was returned to the catheterization lab and both ekos devices were exchanged for non-boston scientific infusion catheters. The procedure was completed, and there were no reported patient complications.